Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received no delivery alarms. Customer experienced high blood glucose level of 490 mg/dl. The customer treated with bolus delivery. Customer's blood glucose value was 495 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to troubleshoot for site, insulin issues or settings. No delivery was resolved with a completed set change. Products would be replaced.